Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a low blood glucose reading of 36 mg/dl when the blood at site occurred. Customer was at work when her blood glucose went low. Customer stated that it usually happens when she is at work. Customer noticed that the sensor ended. Customer treated with a soda. Customer declined troubleshooting for the low blood glucose. Customer stated that her blood glucose is usually low in the morning.